Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 4 infusion set leakage event on 02-jun-2024. The infusion set was in use for 24 hours. The glucose level was 250-368 mg/dl . No further information available.

Manufacturer narrative:
Initial and final MDR 1912383 - MDR 3003442380-2024-14230 - device 3 of 4.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-14230. Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 6004833 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code " leakage from infusion site (specific cause not identified)". Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004833 was manufactured according to the work instruction version 70 manufactured in the line 6, on 14/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code " leakage from infusion site (specific cause not identified)" and lot 6004833 and other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.